Event description:
The customer alleged cidex opa solution was dripping from the scope staining the scope cabinet and the basin on the aer. The customer stated dark stains were present. The customer uses the aer unit to process the olympus scopes with model numbers h180al and qh1801al. The customer stated two scopes were processed in the aer simultaneously. The basins were not washed with any type of detergent or cleaning agent. The customer stated the cidex opa solution was clear when it dripped out of the scopes. It turned dark after making contact with the basin and scope cabinet. The customer also stated after less amount of enzol was used, the staining occurred less frequent. No patients were involved. All scopes are reprocessed if staining is witnessed.

Manufacturer narrative:
Advanced sterilization products (asp) informed the customer to use proper dilution of enzol and water for pre-cleaning and manual cleaning. Asp also informed the customer to ensure instruments are properly cleaned and rinsed per their cleaning procedures.